Event description:
Info received indicates the tubing is leaking. The user had the set connected to bbraun ultrasite injection port when the leak occurred.

Manufacturer narrative:
Product was not returned for investigation. However, the lots listed in the complaint have previously been tested and found to leak. The male luer lock that was supplied from carefusion does not meet specification. An hhe has identified no critical or catastrophic harm from this failure.